Manufacturer narrative:
Additional information - h6- investigation/ conclusion codes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 with signs of pocket infection due to pacemaker generator change procedure. The pacemaker was explanted on (B)(6) 2021. Since patient was pacemaker dependent, physician implanted a temporary right ventricular lead from the groin on the same day for pacing. There were no complications with the procedure and the patient was stable before and during procedure.